Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest during dialysis and subsequently expired the same day. It was reported that the event occurred due to the administration of the product during dialysis treatment.